Event description:
Serious injury involving one person. On 02/15/2000, the pt states that a new lens pricked the eye upon insertion. Pt experienced no discomfort the second time pt wore the lens all day. The next morning the pt had terrible pain in the eye at which time pt went to see a general physician who diagnosed a corneal ulcer and prescribed antibiotic drops for 10 days (brand unknown). On april 13, the pt was examined by an eye dr at which time the infection had healed, but left a scar. Location of the ulcer is unknown. Final prognosis is unknown at this time.